Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 750 hematology analyzer was leaking. The volume of the leak was a few mls and was not contained within the instrument. The instrument generated sheath tank not full errors. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The customer was able to identify that tubing popped off at port 119. The customer reattached the tubing that fixed the leak and the sheath tank not full errors. Service was not dispatched for this event since the customer corrected the issue. Failure mode: tubing that popped off at port 119. The instrument generated sheath tank not full errors alerting the operator to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).